Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that presented remotely via merlin.net. Upon interrogation, it was found that low the right ventricular lead exhibited low defibrillation impedance. Upon presenting in-clinic and interrogating the system, the rv lead was found to exhibit loss of sensing. Tachycardia therapy and pacing function on the rv lead was disabled on (B)(6)2021 until event resolution. X-ray imaging performed on (B)(6) 2021 revealed lead dislodgement attributed to twiddler's syndrome. The rv lead was explanted and replaced on (B)(6) 2021. Patient was in stable condition before, during, and after the procedure.